Manufacturer narrative:
The insulin pump end cap was cracked and broken off. The insulin pump alarmed during the rewind due to a disconnected motor flex cable. No motor position encoder error alarm could be verified due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window. (B)(4)

Event description:
The customer reported via telephone call that the bottom came out of the insulin pump and it alarmed for a motor error. The customer reported that the insulin pump slipped and hit the floor when attempting to program a bolus. The blood glucose reading was 230 mg/dl. The customer reported that the drive support cap was sticking out and had not pressed on it. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.